Event description:
Healthcare professional reported suspected/actual rupture/deflation. This record is for the right side. Device status is unknown.

Manufacturer narrative:
Reason for reoperation: deflation.